Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2020-06611, 2017865-2020-07018. During an in-clinic follow-up, the patient presented with an infection with purulent discharge, pocket pain and redness. During device explant the physician noted purulent discharge in the right ventricle. The system was explanted and the patient was treated following normal hospital procedures. The physician believes the infection was caused by the implantation scar reopening due to pressure from the device. There is no alleged malfunction against any abbott devices. During the pocket revision cultures were taken and sent for analysis. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicates that following the system explant the patient was treated with antibiotic therapy. A new system has since been implanted to resolve the event. The patient was stable.